Manufacturer narrative:
Device eval summary: device eval belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the trunk cable. The jacket had holes in it, as if someone/something had tried to bite it. This internal short was the 5 volt line, and this caused the monitor to shut down when the cable was manipulated. The root cause of the shorted wire cannot be positively identified, but appears to be misuse. The electrode belt was repaired, retested and restocked. No adverse event resulted from the electrode belt cable problem. The pt received a replacement electrode belt.

Event description:
A (B) (6) male pt contacted lifecor customer support to report that neither battery pack will power up the monitor. A pt services representative (psr) visited the pt to assess the problem. The psr stated that when the electrode belt is connected to the monitor, the monitor will not start up. The psr replaced the pt's electrode belt.